Event description:
A pt's meter would not turn off. This issue was not resolved with troubleshooting. The reason that this ease is being reported is that to start a new test, pt has to turn the meter off and then turn it back on. When the meter does not turn off, pt cannot obtain a test result, which may lead to delay in treatment or treatment in the absence of a glucose value. They did not have any symptoms. The pt also reported an inaccuracy of the meter. Reading of 355 mg/dl and "lo", taken within 20 minutes of each other are documented, which places the meter out of specs. Based on statisical methodology, the calculated difference of these glucose results exceeds the expected value of <20% and/or <20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. There was no medical intervention or treatment given. No further info has been reported.